Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was badly scratched and difficult to read. The customer reported that the damage was due to the device being dropped. Blood glucose level at the time of the incident was over 200 mg/dl. Blood glucose level at the time of the call was 144 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked end cap.